Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that his blood glucose readings have been running high and he is not sure if the insulin pump is at fault. The patient's blood glucose at the time of incident was 455 mg/dl. The customer stated that the high blood glucose levels began when he recently changed his infusion; he was unable to prime the tubing and he received a no delivery alarm. The customer was able to successfully insert an infusion set but the high blood glucose persisted over the past 16 hours. Troubleshooting was initiated for the high blood glucose but it was not completed because the customer did not have time. The customer was advised to contact his health care professional if his high blood glucose continues, and that he should call the 24-hour helpline back to continue troubleshooting. The insulin pump was not returned and two infusion sets were shipped to the customer as a courtesy.